Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4: batch # 285c13. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface broken off and the right side was noted damaged making the reload nonfunctional and it was not returned analysis. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 285c13, and no non-conformances were identified. The lot#321c70 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Photo images were received. Any additional information obtained from the photo evaluation was included as part of the product investigation.

Event description:
It was reported that during a gastrectomy the dr. Reported that the sr75 had a broken reload wing before the reload was even used. The surgery was completed after opening a new sr75. No parts were left inside the patients body cavity. There were no patient consequences.